Event description:
The balloon catheter was returned for evaluation. Event information was requested, but was not obtainable. It is not known if the event occurred prior to or during the procedure.

Manufacturer narrative:
The balloon catheter was returned for evaluation and was found with a tear in the balloon tubing. The cause of the event cannot be determined.